Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to shaft-bearing. Eval code-conclusion updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6).if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (2000mcg/ml, 708.6mcg/day; flex dosing) in an implantable pump for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. It was reported the pump was "found in alarm." Pump interrogation indicated a motor stall occurred on (B)(6) 2017. Provided screen shots of the clinician programmer indicated a stopped pump may exceed tube set message also occurred. The patient experienced spasticity. The pump was replaced on (B)(6) 2017. As of (B)(6) 2017, the patient was fine and receiving effective therapy. There were no known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included pump interrogation. The issue was considered resolved. The status of the patient was stated to be alive and with no injury. The pump would be returned. As of (B)(6)2017, the patient was fine and receiving effective therapy. No further complications were reported/anticipated.